Manufacturer narrative:
Product event summary #geo event description: it was reported that high atrial lead impedance was observed. >4000 ohms/ possibly since the initial implant (awaiting confirmation from the customer). According to the customer the sensing and the threshold are within normal values. The customer reported that the device is displaying "remaining longevity estimator is initializing" despite of a prolonged period after the initial implant. Furthermore, the customer reported that the atrial lead impedance is >4000ohms (apparently this value might have been out of range right after the implant - awaiting confirmation. The customer was advised to check whether the implant detection is off/complete. The std file is not available but was requested to further analyse customer's findings. Implant detection incomplete due to possibility of out of range impedance on the atrial channel that might have occured right after the initial implant. According to the customer both threshold and sensing are within normal range. Action planned, but not yet taken. Preliminary geo assessment: potential lead/device contact issue preliminary geo conclusion: potential lead/device contact issue.

Event description:
It was reported that during implantable pulse generator (ipg) system follow up check, the atrial lead exhibited high impedance. Ipg implant detection incomplete and indicated as related to the atrial lead high impedance. Threshold and sensing values indicated as within normal range. Action planned, and pending for later date. The ipg and atrial lead remain in use. No patient complications have been reported as a result of this event.